Event description:
It was reported the patient had low flow hazard alarms despite optimal medical treatment and optimized volume status. Patient shows small habitus and small lv. Patient presented clinically stable. The patient was provided low flow software on their system controller. It was noted the reason for the low flow controller was impaired right ventricle (rv) function and suboptimal inflow position.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.